Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump was allege over delivering. Customer¿s blood glucose level was 40 mg/dl at the time of incident and current blood glucose value was 124 mg/dl. The customer¿s other blood glucose level was 370 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose. The customer was treated with food. Customer also stated that they experienced high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was done for low blood glucose. The drive support cap appears normal. The insulin pump and reservoir will not be returned for analysis.